Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) customer reported only 30 minutes of battery life left. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
(Type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse), evaluated the unit for the reported malfunction. The fse performed a battery life test. The batteries failed at 57 minutes. The fse replaced the batteries. The unit passed all performance and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use.